Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was received for analysis. Completed on 20 mar 2018 by ad. Visual evaluation condition/findings (conducted with a 7x or l0x optical unless otherwise specified) the detached foot appears to have disassociated from the handle assembly. The foot is attached to the rest of the device by two 316 stainless steel dowel pins. The pins appear to have backed out, allowing the foot to detach from the assembly. Only one dowel pin was returned. The sales representative confirmed that all components were retrieved from the surgical field following the surgery. All other aspects of the device appear unremarkable and consistent with years of use. Design-related issues: this design has been in the field since 2004. Exactech has received 10 similar complaint reports involving this device since 2008. Because this device is used in both primary and reverse shoulder replacements, sales data for humeral stems was used to calculate an approximate complaint occurrence rate of <0.5%. This is considered "very low" according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be designrelated. Mfg-related issues: exactech has not received any other complaint reports involving parts from this manufacturing lot, which has been in the field since 2012. Therefore; this issue does not appear to be manufacturing-related a review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr for this modular broach handle, 750-2002-039-rmr rev f, was reviewed. Most likely cause: the broken instrument reported in experience c2017-233 was likely the result of the dowel pins backing out, allowing for the foot component to detach from the handle. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. There was no patient adverse event related to the detached tip. An investigation was conducted; the broken instrument reported was likely the result of the dowel pins backing out, allowing for the foot component to detach from the handle.

Event description:
Summary of reported incident: while the surgeon was using a mallet on the modular broach handle to broach the humerus with broach, the swivel plate at the tip of the modular broach handle fell off. Broaching was completed without issue. Plate was removed. Broaching continued as it was almost competed. Broach handle was removed from the set and is being returned for evaluation. No delay. Agent present at time of surgery.